Event description:
Boston scientific (formerly guidant) received info from the following clinic that the pt with this ancure endograft was sent to another facility for treatment of an infection of their fem-fem crossover graft. The status of the ancure endograft was not reported.

Manufacturer narrative:
Attempts to obtain add'l info from the clinic was not successful. The ancure endograft has not been returned. No add'l info is available at this time. If add'l info becomes available, this report will be updated.